Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer previously resolved issue by installing new cartridge, and technical support advised customer to call back if problem continued.